Event description:
During an endoscopic surgical procedure, the surgeon went to use an endoscopic linear stapler/cutter and the device was difficult to staple. The stapler was reloaded with another staple insert and the second insert was also difficult to staple. A second endoscopic stapler/cutter was opened and the surgeon experienced the same failure. The devices were isolated and sent to biomedical for evaluation. Biomedical contacted the manufacturer to return the staplers for analysis.manufacturer response for endoscopic stapler, surgical, echelon (per site reporter)MFR issued a return number to have the device sent back for evaluation.